Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, the force vector displayed on the carto was inverted and the force value could not be zeroed. After removing the catheter from the patient, the inner spring of the device tip seemed broken inside and blood has penetrated into the spring part of the device. There was no difficulty experienced while maneuvering the catheter or during withdrawal. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, the force vector displayed on the carto was inverted and the force value could not be zeroed. After removing the catheter from the patient, the inner spring of the device tip seemed broken inside and blood has penetrated into the spring part of the device. There was no difficulty experienced while maneuvering the catheter or during withdrawal. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material presumably blood and a hole in the surface of the pebax. A screening test was performed and the device was recognized and visualized correctly; however negative force vector and high force readings appeared in the system due to insufficient adhesive application on the wires inside the tip. A manufacturing record evaluation was performed for the finished device number lot 31350077m and no internal action related to the complaint was found during the review. The force vector inverted and foreign material issues reported by the customer were confirmed. The root cause issue of the adhesive condition is traced to the manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Internal correction actions are being followed to introduce optimization actions regarding issues of inverted vector. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).